Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 10/26/2020, a distributor of infutronix reported the following on behalf of an end user, "after a patient reported dropping a pump the tubing became detached from the cassette of the pump." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00070.

Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.